Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with concern that the device was not delivering insulin adequately; blood glucose remained elevated for many hours despite infusion set change, rose after dinner, and required a 14-unit subcutaneous insulin pen injection to reduce glucose, with a current reported glucose of 220 and historical values reportedly exceeding 400. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged time above range and the need for back-up insulin injection; no professional medical intervention or hospitalization occurred. Investigation included complaint handling, user counseling, and escalation for potential device factory reset to re-learn insulin needs following recent initiation of ozempic. Investigation of this case revealed that the cause of hyperglycemia was unclear, with confounding factors that included recent therapy changes and variable glycemic response. It was concluded that the event involved hyperglycemia of unclear cause and that a factory reset and further evaluation would be appropriate to optimize therapy.